Event description:
It was reported that patient presented for an in-clinic follow-up. Upon review, it was noted that left ventricular (lv) lead exhibited loss of capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. There were no patient consequences.